Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and an elevated blood glucose (bg) level of 500 (mg/dl). The customer stated the cause was their healthcare provider adjusting the pump settings and having the customer use the continuous glucose monitor for the first time. The customer received an insulin drip while in the hospital. The customer was released from the hospital the following day.